Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left major thoracotomy and bi-lobectomy, on lung tissue upon firing, the surgeon was unable to squeeze the handle and the device did not fire. It also had poor staple formation and the staple line was incomplete. The surgeon used a 45 purple reloads on each gun but both times the handle made a cracking sound and they were unable to complete the firing each time. This was used on the bronchus as normal and the surgeon said there was nothing remarkable about the patient¿s tissue. After the second failure of the gun, the surgeon opted to use another device. There was no patient injury.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left major thoracotomy and bi-lobectomy, on lung tissue upon firing, the surgeon was unable to squeeze the handle and the device did not fire. It also had poor staple formation and the staple line was incomplete. The surgeon used a 45 purple reloads on each gun but both times the handle made a cracking sound and they were unable to complete the firing each time. This was used on the bronchus as normal and the surgeon said there was nothing remarkable about the patient¿s tissue. After the second failure of the gun, the surgeon opted to use another device. On the second case the surgeon said that despite using a black reloads "the gun exploded". There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.